Manufacturer narrative:
On 23-apr-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor then conducted a visual inspection, and microscopic examination of the returned device. Visual analysis of the device sample revealed that the device was found to be ruptured and received in three pieces. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in one of the pieces, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining pieces could not be identified. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: to release / open the left capsule. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a revision breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The patient underwent removal and replacement with a 475cc mentor memorygel breast implant (catalog #:3504751bc, left serial #: (B)(4)) to open/release left capsule, and left-sided rupture was observed upon explantation.

Manufacturer narrative:
On 31-mar-2021, mentor received additional information regarding the patient¿s symptoms. A healthcare professional reported that any breast deformity was not observed prior to the revision surgery. However, both breasts appeared to be sagging. On 5-apr-2021, mentor received additional information regarding the patient¿s symptoms. The patient¿s surgeon indicated that both of her breasts were bottomed out. Updated reason for device explant and/or reoperation: ptosis, device migration manufacturer's reference number: (B)(4).